Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of her essure coils/ the left sided device traversed the fundal myometrium/perforation (uterus)/ one of the coil are inside my uterus causing an infection and other is coming out of tube,"), device expulsion ("migration of her essure coils/ the left sided device traversed the fundal myometrium/perforation (uterus)/ one of the coil are inside my uterus causing an infection and other is coming out of tube,"), thrombosis ("blood clot in leg/ a lot of clots"), pneumothorax ("pulmonary collapse"), benign ovarian tumour ("also I have a benign tumor in my tumorin my right ovary/ovarian tumour") and cardiac myxoma ("atrial myxoma/ myxosoma (heart tumor)/ cardiac tumour") in a 37-year-old female patient who had essure (batch no. 952110) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cardiac operation (open heart surgery for myxoma in 2015) since (B)(6) 2016, ovarian cyst, hemorrhagic cyst, proteinuria, uterine infection, adnexa uteri cyst, obesity, dermoid cyst and hypercholesterolemia. Concomitant products included clopidogrel bisulfate (plavix). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue") and alopecia ("hair loss/ losing my hair"). In 2014, the patient experienced amnesia ("memory loss"). On (B)(6) 2015, the patient experienced cardiac disorder ("heart disorder / heart problems"), 3 years 1 month after insertion of essure. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required) with pelvic pain, uterine pain, uterine infection, abdominal pain lower and abdominal pain and device expulsion (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant) with pain in extremity, pneumothorax (seriousness criterion medically significant) with dyspnoea, depression ("depression"), migraine ("migraines/ I am having really bad migraine"), bone pain ("bone pain"), vaginal discharge ("vaginal discharge"), menorrhagia ("menorrhagia/ abnormal bleeding(menorrhagia)/ with heavy bleeding and lot of clots/last for 20 days then 10 days"), mood altered ("changes in mood"), procedural pain ("painful post operative recovery/postoperative pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)/ with heavy bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal infection ("vaginal infection"), anxiety ("anxiety/bit worried"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/ my monthly menstrual pains are getting worse every month"), dyspareunia ("dyspareunia (painful sexual intercourse)"), frustration tolerance decreased ("frustration of not knowing what to do is killing me"), uterine cyst ("a 5cms x 6cms cyst behind my uterus/endometrial cyst"), abdominal distension ("have a bloated stomach"), scar ("scarring"), nephropathy ("kidney disease") and menstruation irregular ("I'd have my period and it would last for 20 days then 10 days afterwards I'd have another one/ went back to every 28 days/ last 12 days") and was found to have benign ovarian tumour (seriousness criterion medically significant), cardiac myxoma (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was hospitalized on (B)(6) 2015. The patient was treated with surgery (open heart surgery and total hysterectomy and bilateral salpingo-oophorectomy to remove the essure, enterolysis). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, thrombosis, cardiac myxoma, fatigue, alopecia, depression, migraine, bone pain, amnesia, vaginal discharge, menorrhagia, mood altered and procedural pain was resolving, the pneumothorax, benign ovarian tumour, cardiac disorder, vaginal haemorrhage, female sexual dysfunction, vaginal infection, anxiety, bladder disorder, urinary tract disorder, headache, dyspareunia, weight increased, frustration tolerance decreased, uterine cyst, abdominal distension, scar, nephropathy and menstruation irregular outcome was unknown and the dysmenorrhoea had resolved. The reporter provided no causality assessment for menstruation irregular, nephropathy and scar with essure. The reporter considered abdominal distension, alopecia, amnesia, anxiety, benign ovarian tumour, bladder disorder, bone pain, cardiac disorder, cardiac myxoma, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, frustration tolerance decreased, headache, menorrhagia, migraine, mood altered, pneumothorax, procedural pain, thrombosis, urinary tract disorder, uterine cyst, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Essure insertion details: essure coils were gently inserted through ostia to appropriate length and deployed. Appropriate number of coils protruding from ostia and the exact same repeat procedure was performed on opposite side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Computerised tomogram pelvis - on an unknown date: results: cyst behind uterus; on (B)(6) 2016: linear opacities in the region of the uterus likely representing contraceptive device . The left sided device appears to transverse the fundal myometrium. Hysterosalpingogram - on (B)(6) 2012: results: full occlusion of fallopian tubes confirmed. Ultrasound abdomen - on an unknown date: left coil migrated to uterus. Results: uterine infection. Ultrasound scan - on an unknown date: essentially stable appearance of the left essure device protruding into the endometrial canal complex cystic lesion in left adnexa is favored to represent a corpus luteum or hemorrhagic cyst.; on (B)(6) 2016: results: confirms migration of right essure. Ultrasound scan vagina - on (B)(6) 2015: results: diagnosed migration of her essure coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media : uterine perforation, dysmenorrhea., menorrhagia, alopecia, migraine and abdominal pain lower and following ones were reported via social media: frustration tolerance decreased, uterine cyst, ovarian neoplasm, abdominal distension and dyspnoea. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media : scar, menstruation irregular and nephropathy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media received. Reporter information were added. Event: scarring, kidney disease,I'd have my period and it would last for 20 days then 10 days afterwards I'd have another one/ went back to every 28 days/ last 12 days, one of the coils has migrated to my uterus and the other has actually perforated my uterus/ perforation (uterus) were added. Event verbatim were updated as abdominal pain/ also cramps in my abdomen are leaving me out of breathe most of the times/bad pain in my lower belly, migraines/ I am having really bad migraine, a 5cms x 6cms cyst behind my uterus/endometrial cyst, anxiety/bit worried, atrial myxoma/ myxosoma (heart tumor)/ cardiac tumour, severe pain in her uterus/pains in my uterus have been getting worse and worse, migration of her essure coils/ the left sided device traversed the fundal myometrium/ one of the coil are inside my uterus causing an infection and other is coming out of tube, one of the coils has migrated to my uterus and the other has actually perforated my uterus/ perforation (uterus) abnormal bleeding(menorrhagia)/ with heavy bleeding and lot of clots/last for 20 days then 10 days and also I have a benign tumor in my tumorin my right ovary/ovarian tumour, painful post operative recovery/postoperative pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of her essure coils/ the left sided device traversed the fundal myometrium/perforation (uterus)"), thrombosis ("blood clot in leg"), cardiac myxoma ("atrial myxoma/ myoxsoma (heart tumor)") and pneumothorax ("pulmonary collapse") in a 37-year-old female patient who had essure (batch no. 952110) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cardiac operation (open heart surgery for myxoma in 2015) since (B)(6) 2016, ovarian cyst, hemorrhagic cyst, proteinuria, uterine infection, adnexa uteri cyst, obesity, dermoid cyst and hypercholesterolemia. Concomitant products included clopidogrel (plavix). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2014, the patient experienced amnesia ("memory loss"). On (B)(6) 2015, 3 years 1 month after insertion of essure, the patient experienced cardiac disorder ("heart disorder / heart problems"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required) with pelvic pain, uterine pain, uterine infection, abdominal pain lower and abdominal pain. On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant) with pain in extremity, cardiac myxoma (seriousness criterion medically significant), depression ("depression"), migraine ("migraines"), bone pain ("bone pain"), vaginal discharge ("vaginal discharge"), menorrhagia ("menorrhagia/ abnormal bleeding(menorrhagia)"), mood altered ("changes in mood"), procedural pain ("painful post operative recovery"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal infection ("vaginal infection"), anxiety ("anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches"), pneumothorax (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). The patient was hospitalized on (B)(6) 2015. The patient was treated with surgery (total hysterectomy and bilateral salpingo-oophorectomy to remove the essure, enterolysis). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, thrombosis, cardiac myxoma, fatigue, alopecia, depression, migraine, bone pain, amnesia, vaginal discharge, menorrhagia, mood altered and procedural pain was resolving, the cardiac disorder, vaginal haemorrhage, female sexual dysfunction, vaginal infection, anxiety, bladder disorder, urinary tract disorder, headache, pneumothorax, dyspareunia and weight increased outcome was unknown and the dysmenorrhoea had resolved. The reporter considered alopecia, amnesia, anxiety, bladder disorder, bone pain, cardiac disorder, cardiac myxoma, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood altered, pneumothorax, procedural pain, thrombosis, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Essure insertion details: essure coils were gently inserted through ostia to appropriate length and deployed. Appropriate number of coils protruding from ostia and the exact same repeat procedure was performed on opposite side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Computerised tomogram pelvis - on an unknown date: cyst behind uterus. Hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes confirmed. Ultrasound abdomen - on an unknown date: uterine infection. Ultrasound scan - on (B)(6) 2016: confirms migration of right essure. Ultrasound scan vagina - on (B)(6) 2015: diagnosed migration of her essure coils. Pelvic ultrasound: impression: essentially stable appearance of the left essure device protruding into the endometrial canal complex cystic lesion in left adnexa is favored to represent a corpus luteum or hemorrhagic cyst. (B)(6) 2016, computerised tomogram: linear opacities in the region of the uterus likely representing contraceptive device . The left sided device appears to transverse the fundal myometrium. Us transvaginal non-ob - essentially stable appearance of the left essure device protruding into the endometrial canal . Complex cystic lesion in left adnexa is favored to represent a corpus luteum or hemorrhagic cyst. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events per pfs:abnormal bleeding (vaginal, menorrhagia), perforation (uterus), cardiac disorder, apareunia (inability to have sexual intercourse), vaginal infections, anxiety, bladder problems, urinary problems, headaches, atrial myoxsoma, pulmonary collapse, memory loss, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain. Event term migration of essure device was clubbed with the left sided device traversed the fundal myometrium. On 1-mar-2018: medical records received: reporters details added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of her essure coils/ the left sided device traversed the fundal myometrium/perforation (uterus)"), thrombosis ("blood clot in leg/ a lot of clots"), cardiac myxoma ("atrial myxoma/ myoxsoma (heart tumor)"), pneumothorax ("pulmonary collapse") and ovarian neoplasm ("also I have a benign tumor in my tumorin my right ovary") in a 37-year-old female patient who had essure (batch no. 952110) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cardiac operation (open heart surgery for myxoma in 2015) since (B)(6)2016, ovarian cyst, hemorrhagic cyst, proteinuria, uterine infection, adnexa uteri cyst, obesity, dermoid cyst and hypercholesterolemia. Concomitant products included clopidogrel bisulfate (plavix). On (B)(6)2012, the patient had essure inserted. In december 2012, the patient experienced fatigue ("fatigue") and alopecia ("hair loss/ losing my hair"). In 2014, the patient experienced amnesia ("memory loss"). On (B)(6)2015, the patient experienced cardiac disorder ("heart disorder / heart problems"), 3 years 1 month after insertion of essure. On (B)(6)2015, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required) with pelvic pain, uterine pain, uterine infection, abdominal pain lower and abdominal pain. On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant) with pain in extremity, depression ("depression"), migraine ("migraines"), bone pain ("bone pain"), vaginal discharge ("vaginal discharge"), menorrhagia ("menorrhagia/ abnormal bleeding(menorrhagia)/ with heavy bleeding and lot of clots"), mood altered ("changes in mood"), procedural pain ("painful post operative recovery"), vaginal haemorrhage ("abnormal bleeding(vaginal)/ with heavy bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal infection ("vaginal infection"), anxiety ("anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches"), pneumothorax (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/ my monthly menstrual pains are getting worse every month"), dyspareunia ("dyspareunia (painful sexual intercourse)"), frustration tolerance decreased ("frustration of not knowing what to do is killing me"), uterine cyst ("a 5cms x 6cms cystbehind my uterus"), abdominal distension ("have a bloated stomach") and dyspnoea ("leaving me out of breathe") and was found to have cardiac myxoma (seriousness criterion medically significant), weight increased ("weight gain") and ovarian neoplasm (seriousness criterion medically significant). The patient was hospitalized on (B)(6)2015. The patient was treated with surgery (open heart surgery and total hysterectomy and bilateral salpingo-oophorectomy to remove the essure, enterolysis). Essure was removed on (B)(6)-2016. At the time of the report, the uterine perforation, thrombosis, cardiac myxoma, fatigue, alopecia, depression, migraine, bone pain, amnesia, vaginal discharge, menorrhagia, mood altered and procedural pain was resolving, the cardiac disorder, vaginal haemorrhage, female sexual dysfunction, vaginal infection, anxiety, bladder disorder, urinary tract disorder, headache, pneumothorax, dyspareunia, weight increased, frustration tolerance decreased, uterine cyst, ovarian neoplasm, abdominal distension and dyspnoea outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal distension, alopecia, amnesia, anxiety, bladder disorder, bone pain, cardiac disorder, cardiac myxoma, depression, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, frustration tolerance decreased, headache, menorrhagia, migraine, mood altered, ovarian neoplasm, pneumothorax, procedural pain, thrombosis, urinary tract disorder, uterine cyst, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Essure insertion details: essure coils were gently inserted through ostia to appropriate length and deployed. Appropriate number of coils protruding from ostia and the exact same repeat procedure was performed on opposite side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Computerised tomogram pelvis - on an unknown date: results: cyst behind uterus; on (B)(6)2016: linear opacities in the region of the uterus likely representing contraceptive device . The left sided device appears to transverse the fundal myometrium.. Hysterosalpingogram - on (B)(6)2012: results: full occlusion of fallopian tubes confirmed.. Ultrasound abdomen - on an unknown date: left coil migrated to uterus. Results: uterine infection. Ultrasound scan - on an unknown date: essentially stable appearance of the left essure device protruding into the endometrial canal complex cystic lesion in left adnexa is favored to represent a corpus luteum or hemorrhagic cyst.; on (B)(6)2016: results: confirms migration of right essure. Ultrasound scan vagina - on (B)(6)2015: results: diagnosed migration of her essure coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media : uterine perforation, dysmenorrhea., menorrhagia, alopecia, migraine and abdominal pain lower and following ones were reported via social media: frustration tolerance decreased, uterine cyst, ovarian neoplasm, abdominal distension and dyspnoea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: social media received. Reporter information added. Events: frustration of not knowing what to do is killing me, a 5cms x 6cms cyst behind my uterus, also I have a benign tumor in my tumor in my right ovary and have a bloated stomach and leaving me out of breathe were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of her essure coils/ the left sided device traversed the fundal myometrium/perforation (uterus)"), thrombosis ("blood clot in leg"), cardiac myxoma ("atrial myxoma/ myoxsoma (heart tumor)") and pneumothorax ("pulmonary collapse") in a 37-year-old female patient who had essure (batch no. 952110) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cardiac operation (open heart surgery for myxoma in 2015) since (B)(6) 2016, ovarian cyst, hemorrhagic cyst, proteinuria, uterine infection, adnexa uteri cyst, obesity, dermoid cyst and hypercholesterolemia. Concomitant products included clopidogrel (plavix). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In 2014, the patient experienced amnesia ("memory loss"). On (B)(6) 2015, 3 years 1 month after insertion of essure, the patient experienced cardiac disorder ("heart disorder / heart problems"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required) with pelvic pain, uterine pain, uterine infection, abdominal pain lower and abdominal pain. On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant) with pain in extremity, cardiac myxoma (seriousness criterion medically significant), depression ("depression"), migraine ("migraines"), bone pain ("bone pain"), vaginal discharge ("vaginal discharge"), menorrhagia ("menorrhagia/ abnormal bleeding(menorrhagia)"), mood altered ("changes in mood"), procedural pain ("painful post operative recovery"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal infection ("vaginal infection"), anxiety ("anxiety"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches"), pneumothorax (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and weight increased ("weight gain"). The patient was hospitalized on (B)(6) 2015. The patient was treated with surgery (total hysterectomy and bilateral salpingo-oophorectomy to remove the essure, enterolysis). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, thrombosis, cardiac myxoma, fatigue, alopecia, depression, migraine, bone pain, amnesia, vaginal discharge, menorrhagia, mood altered and procedural pain was resolving, the cardiac disorder, vaginal haemorrhage, female sexual dysfunction, vaginal infection, anxiety, bladder disorder, urinary tract disorder, headache, pneumothorax, dyspareunia and weight increased outcome was unknown and the dysmenorrhoea had resolved. The reporter considered alopecia, amnesia, anxiety, bladder disorder, bone pain, cardiac disorder, cardiac myxoma, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood altered, pneumothorax, procedural pain, thrombosis, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Essure insertion details: essure coils were gently inserted through ostia to appropriate length and deployed. Appropriate number of coils protruding from ostia and the exact same repeat procedure was performed on opposite side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Computerised tomogram pelvis - on an unknown date: cyst behind uterus hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes confirmed. Ultrasound abdomen - on an unknown date: uterine infection. Ultrasound scan - on (B)(6) 2016: confirms migration of right essure. Ultrasound scan vagina - on (B)(6) 2015: diagnosed migration of her essure coils . Pelvic ultrasound: impression: essentially stable appearance of the left essure device protruding into the endometrial canal complex cystic lesion in left adnexa is favored to represent a corpus luteum or hemorrhagic cyst. (B)(6) 2016, computerised tomogram: linear opacities in the region of the uterus likely representing contraceptive device . The left sided device appears to transverse the fundal myometrium. Us transvaginal non-ob - essentially stable appearance of the left essure device protruding into the endometrial canal . Complex cystic lesion in left adnexa is favored to represent a corpus luteum or hemorrhagic cyst . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of her essure coils/ the left sided device traversed the fundal myometrium/perforation (uterus)/ one of the coil are inside my uterus causing an infection and other is coming out of tube,'), device expulsion ('migration of her essure coils/ the left sided device traversed the fundal myometrium/perforation (uterus)/ one of the coil are inside my uterus causing an infection and other is coming out of tube,'), thrombosis ('blood clot in leg/ a lot of clots'), pneumothorax ('pulmonary collapse'), benign ovarian tumour ('also I have a benign tumor in my tumorin my right ovary/ovarian tumour') and cardiac myxoma ('atrial myxoma/ myoxsoma (heart tumor)/ cardiac tumour') in a 37-year-old female patient who had essure (batch no. 952110) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cardiac operation (open heart surgery for myxoma in 2015) since (B)(6) 2016, ovarian cyst, hemorrhagic cyst, proteinuria, uterine infection, adnexa uteri cyst, obesity, dermoid cyst and hypercholesterolemia. Concomitant products included clopidogrel bisulfate (plavix). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue") and alopecia ("hair loss/ losing my hair"). In 2014, the patient experienced amnesia ("memory loss"). On (B)(6) 2015, the patient experienced cardiac disorder ("heart disorder / heart problems"), 3 years 1 month after insertion of essure. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required) with pelvic pain, uterine pain, uterine infection, abdominal pain lower and abdominal pain and device expulsion (seriousness criteria hospitalization and intervention required). On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant) with pain in extremity, pneumothorax (seriousness criterion medically significant) with dyspnoea, depression ("depression"), migraine ("migraines/ I am having really bad migraine"), bone pain ("bone pain"), vaginal discharge ("vaginal discharge"), menorrhagia ("menorrhagia/ abnormal bleeding(menorrhagia)/ with heavy bleeding and lot of clots/last for 20 days then 10 days"), mood altered ("changes in mood"), procedural pain ("painful post operative recovery/postoperative pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)/ with heavy bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal infection ("vaginal infection"), anxiety ("anxiety/bit worried"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/ my monthly menstrual pains are getting worse every month"), dyspareunia ("dyspareunia (painful sexual intercourse)"), frustration tolerance decreased ("frustration of not knowing what to do is killing me"), uterine cyst ("a 5cms x 6cms cystbehind my uterus/endometrial cyst"), abdominal distension ("have a bloated stomach"), scar ("scarring"), nephropathy ("kidney disease"), menstruation irregular ("I'd have my period and it would last for 20 days then 10 days afterwards I'd have another one/ went back to every 28 days/ last 12 days") and hot flush ("hot flashes") and was found to have benign ovarian tumour (seriousness criterion medically significant), cardiac myxoma (seriousness criterion medically significant) and weight increased ("weight gain"). The patient was hospitalized on (B)(6) 2015. The patient was treated with surgery (open heart surgery and total hysterectomy and bilateral salpingo-oophorectomy to remove the essure, enterolysis). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device expulsion, thrombosis, cardiac myxoma, fatigue, alopecia, depression, migraine, bone pain, amnesia, vaginal discharge, menorrhagia, mood altered and procedural pain was resolving, the pneumothorax, benign ovarian tumour, cardiac disorder, vaginal haemorrhage, female sexual dysfunction, vaginal infection, anxiety, bladder disorder, urinary tract disorder, headache, dyspareunia, weight increased, frustration tolerance decreased, uterine cyst, abdominal distension, scar, nephropathy and menstruation irregular outcome was unknown and the dysmenorrhoea and hot flush had resolved. The reporter provided no causality assessment for menstruation irregular, nephropathy and scar with essure. The reporter considered abdominal distension, alopecia, amnesia, anxiety, benign ovarian tumour, bladder disorder, bone pain, cardiac disorder, cardiac myxoma, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, frustration tolerance decreased, headache, hot flush, menorrhagia, migraine, mood altered, pneumothorax, procedural pain, thrombosis, urinary tract disorder, uterine cyst, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: since having the surgery, her symptoms are mostly resolved. Essure insertion details: essure coils were gently inserted through ostia to appropriate length and deployed. Appropriate number of coils protruding from ostia and the exact same repeat procedure was performed on opposite side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Computerised tomogram pelvis - on an unknown date: results: cyst behind uterus; on (B)(6) 2016: linear opacities in the region of the uterus likely representing contraceptive device . The left sided device appears to transverse the fundal myometrium.. Hysterosalpingogram - on (B)(6) 2012: results: full occlusion of fallopian tubes confirmed. Ultrasound abdomen - on an unknown date: left coil migrated to uterus. Results: uterine infection. Ultrasound scan - on an unknown date: essentially stable appearance of the left essure device protruding into the endometrial canal complex cystic lesion in left adnexa is favored to represent a corpus luteum or hemorrhagic cyst.; on (B)(6) 2016: results: confirms migration of right essure. Ultrasound scan vagina - on (B)(6) 2015: results: diagnosed migration of her essure coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media : uterine perforation, dysmenorrhea., menorrhagia, alopecia, migraine and abdominal pain lower and following ones were reported via social media: frustration tolerance decreased, uterine cyst, ovarian neoplasm, abdominal distension and dyspnoea, hot flashes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media : scar, menstruation irregular and nephropathy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: social media received. Reporter information added. Events: hot flashes added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of her essure coils"), thrombosis ("blood clot in leg") and cardiac myxoma ("atrial myxoma") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 3 years 6 months after insertion of essure, the patient experienced device dislocation (seriousness criteria hospitalization and intervention required) with pelvic pain, uterine pain and uterine infection. On an unknown date, the patient experienced thrombosis (seriousness criterion medically significant) with pain in extremity, cardiac myxoma (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss"), depression ("depression"), cardiac disorder ("heart problems"), migraine ("migraines"), bone pain ("bone pain"), amnesia ("memory loss"), vaginal discharge ("vaginal discharge"), menorrhagia ("menorrhagia"), mood altered ("changes in mood") and procedural pain ("painful post operative recovery"). The patient was hospitalized on (B)(6) 2015. The patient was treated with surgery (total hysterectomy and bilateral salpingo-oophorectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, thrombosis, cardiac myxoma, fatigue, alopecia, depression, migraine, bone pain, amnesia, vaginal discharge, menorrhagia, mood altered and procedural pain was resolving. The reporter considered alopecia, amnesia, bone pain, cardiac disorder, cardiac myxoma, depression, device dislocation, fatigue, menorrhagia, migraine, mood altered, procedural pain, thrombosis and vaginal discharge to be related to essure. The reporter commented: since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes confirmed. Ultrasound scan vagina - on (B)(6) 2015: diagnosed migration of her essure coils incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.